Event description:
The customer reported there was an intermittent mainframe reboot.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the gib and mother board for lost communication. The reboot continued. The power to the mainframe was intermittently lost. The replaced the interconnect; further investigation of the intermittent reboot reveiled the ps1 plus five volts would increase to 5.8 volts causing the reboot condition. The ge rep replaced both ps two and one for inconsistent voltages. The system boot was tested and is functioning as expected.